Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure to treat pelvic organ prolapse and a mesh was implanted. It was reported that due to mesh erosion, patient underwent revision/removal on (B)(6) 2009 by implanting surgeon.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that the patient underwent mesh excision and vaginal repair on (B)(6) 2009 due to mesh exposure. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-04480. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04480. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2014, (B)(6) 2014, and (B)(6) due to complications from urogynecology graft material. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent removal/revision of urogynecology graft material and diagnostic cystourethroscopy on (B)(6) 2015 for anterior vaginal mesh exposure and pain.